Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrs (3) and retention crrid, lot id114.the returned patient sample was tested with retention and returned crrs (3), lot r044 on an in-house echo. The sample was nonreactive with both retention and return product. The sample was tested by tube hemagglutination tests with retention panoscreen, lot 14362 using two set of parameters. In immediate spin and room temperature incubation; sample was nonreactive at both phases. At 37c incubation phase using immuadd as the potentiator, followed by the indirect antiglobulin test (iat) phase, the sample exhibited 1+ reactivity with the e+e- cell at the iat phase.

Event description:
Customer reported unexpected negative reactions when testing a patient sample containing anti-e on the echo.no transfusions or adverse reactions occurred as a result of unexpected negative reactions